Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous external iliac artery. An express ld 8.0x57mm stent was implanted then an express ld vascular 8.0x40x75cm stent encountered resistance while being advanced into an unknown manufacturer¿s 7fr sheath. Then the express ld vascular 8.0x40x75cm was removed outside of the patient and damage was noted. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous external iliac artery. An express ld 8.0x57mm stent was implanted then an express ld vascular 8.0x40x75cm stent encountered resistance while being advanced into an unknown manufacturer's 7fr sheath. Then the express ld vascular 8.0x40x75cm was removed outside of the patient and damage was noted. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device observed no damage to the shaft of the device. The stent was crimped to balloon but had moved approximately 2mm distally. The stent was bent 12mm from the proximal end resulting in the stents at the bend being damaged. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).